Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, that g6 mobile application had no alarm alerts. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion" labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the alleged issue is not present within the investigation window. Confirmation of the allegation and a root cause could not be determined.